Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The e-vap was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting. There was no patient injury.